Event description:
After having a bilateral inguinal hernia surgery with a mesh implant I have problems since day one. In 2009 or 10 I had this surgery and since have been in pain had weird feelings in the area on top of the whole area on the outside has been numb but painful. On the inside the mesh has fully failed with very little effort. This thing has ruined my life. I can't work. I don't want to be hooked on pills. I just want this fixed. Not sure, hospital won't give me MFR.